Manufacturer narrative:
The user experienced hyperglycemia resulting in emergency medical evaluation while using the ilet. This situation can require medical intervention and is consistent with the reported IV fluids and emergency department monitoring. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no motor errors or malfunction alerts identified. Device data confirmed high glucose alerts on the reported event date, along with multiple user-initiated insulin pause events and infusion set changes. The user reported frequent use of the same infusion area without adequate site rotation, which may have contributed to inconsistent insulin absorption and subsequent hyperglycemia, followed later by hypoglycemia after correction insulin was absorbed. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as 389 mg/dl and was evaluated in the emergency department while remaining on the ilet. The user received IV fluids and monitoring and was discharged the same day. The user later experienced hypoglycemia that was self-treated, and no long-term health effects were reported.